Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device reveals that the distal end of the tip is broken. The fracture surface appears predominantly flat with cleavage facets and sharp edges, indicating a brittle fracture mode. No significant plastic deformation or ductile dimple features are observed, suggesting sudden failure under high stress likely initiated at a local stress concentration. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user-related factors. The failure is resulting from the application of high torsional loads (excessive torque) leading to stress concentration and ultimately brittle fracture. If more information is provided, the case will be reassessed.

Event description:
It was reported that the tip of driver was found broken off during set inspection.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the tip of driver was found broken off during set inspection.